Manufacturer narrative:
A device history record review was completed for provided material number 303129 and lot number 241109. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, two pictures and two (2) needle samples were received for evaluation by our quality team. Through examination of the needles, the presence of epoxy drops at the cannula tips were observed. Based on the investigation results, it has been determined that the material detected on the cannula is epoxy, the adhesive used to join the metal cannula with the plastic hub component. This issue occurred during the assembly process when the adhesive was added to the hub, due to some malfunction in the epoxy dosage machine. Based on the preventive measures in place, we believe the probability of this defect is very low with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that bd conventional needles epoxy on needle (investigation finding). The following information was provided by the initial reporter: white paint on needle. When did the incident occur? Before use. Anesthesia department occasionally complains about the adhesion of the white color, here with two pieces.